Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) reached the elective replacement indicator (eri) after approximately 38 months of implant time. An expression of dissatisfaction was made with regard to device longevity.